Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer was trying to bolus. Customer's blood glucose level was 598 mg/dl. Customer treated with 21 units of a manual injection. Customer had a force sensor calibration values corrupted alarm. Customer was unable to access the alarm history. Customer stated that the alarm occurred during the rewind/prime sequence. Customer stated that the pump kept restarting. Customer does not use a sensor. Customer had an off no power alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer has settings backed up. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump received stuck in alarm loop after battery installation due to a software error. The insulin pump was unable to test for motor error alarm due to alarms. The motor was tested outside the device and passed. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.